Event description:
Patient loss a significant amount of blood due to a faulty cracked stopcock on a central femoral line. This resulted in a need to be transfused. Patient condition improved and dischargeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: component failure, none or unknown, none or unknown, stopcock. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.